Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with symptoms of lightheadedness and general weakness for the past two days. A remote transmission indicated atrial high rates that may have been atrial lead oversensed events. It could not be determined if the patient&#38112;symptoms were related to the possible oversensed events. The atrial lead remains in use. No further patient complications have been reported as a result of this event.